Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of "unknown error' was determined through review of the event history log to be 'downstream occlusion' alarms. The device was found out of specification. Visual inspection found a damaged downstream tubing guide as cause for the reported problem. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unknown error during testing at the biomed service department. There was no patient involvement. No additional information is available.